Event description:
The customer stated that the images froze during fluoro and the c-arm would reboot. This can cause an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The plugs and connectors from ps1 were evaluated and reseated. The voltage on ps1 was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.